Event description:
It was reported by the user facility that prior to a procedure the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using the same device with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported by the user facility that prior to a procedure the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using the same device with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor assembly was in need of replacement.